Event description:
Rn reports end-user's skin presents with a red; painful itchy rash, located at the right lower quadrant under the entire mass extending under the tape border. It is reported that this rash began about two weeks ago. Size was not provided.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder pt. Based on the risk analysis and related risk documentation in convatec's master harm's list a serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure. It is reported that the peristomal skin is cleansed with warm water and soap; adhesive remover; nystatin powder; skin protective barrier. End-user's family then applies cloth tape and hy-tape. It is reported that end-user may possible present with a peristomal hernia. The nurse was provided instructions on skin care and crusting techniques through the use of stomahesive powder and skin protective barrier wipes. Samples of esteem plus modified stomahesive 1 piece appliance has been sent to end-user. In addition, the nurse has been advised to notify cvt with additional questions and/or concerns. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.